Manufacturer narrative:
Further information was requested but not received.

Event description:
During a device replacement procedure, decreased pacing impedance, noise resulting in oversensing, inappropriate automatic mode switch (ams) and episodes of noise reversion were noted on the atrial lead. The lead was capped and replaced to resolve the event. The patient was in stable condition.